Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing with resistance at 53.5 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The coil was detached on the first detachment. The dpu passed post-detachment electrical testing with the systems ready green light still illuminating and resistance passing at 53.6 ohms. The detachment fiber received heat and melted as designed after laboratory detachment testing. No manufacturing defects were found. With the dpu passing electrical testing and the coil detaching on the first detachment cycle, the root cause of the enpower systems ready green light not illuminating during the pre-deployment electrical testing cannot be determined. In addition, without the return of the complete detachment system used during the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage found: the coil was returned completely unsheathed. The entire coil has sections of intermittent damage which is mainly compression. The proximal section of the coil is stretched. The coil¿s socket ring has been pushed down inside the outer sheath. The distal tip of the dpu and the proximal end of the coil are no longer concentric. Located 129.0 centimeters off the proximal end is a kink in the core wire. Located at the distal tip of the skive the core wire protrudes outside the sheath. No mechanical sheath damage was found at the protrusion site. Due to post-procedural handling, the circumstances of how and when a portion of this coil damage occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The evidence highly suggests that a good portion of the above damage most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage found, bent the core wire, and caused the core wire to protrude outside the sheath. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint was not confirmed as the device passed electrical resistance testing within specification. However, additional coil damage was discovered. The circumstances of how and when the coil damage occurred cannot be determined. The damage highly suggests it could be related to a procedural cause outlined in the IFU. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that during coil embolization of unruptured aneurysms at the distal anterior cerebral artery (aca) and the internal carotid ophthalmic segment (ic-op), the green system ready light did not illuminate during the pre-deployment electrical check when using the deltapaq coil (cdf100306-30 / g12665) with the enpower control cable (ecb000182-00 / c25933.) The patient's vessels were heavily torturous but not calcified. An 8fr sheath introducer by unknown manufacturer, a chikai (asahi intecc, 0.014") a roadmaster (goodman, 8fr), a cerulean (medikit, 6f), an excelsior sl-10 (stryker, 45-angled), a scepter c (terumo), and an enpower dcb (lot unknown) were used for this procedure. After the distal aca aneurysm was successfully framed with a galaxy 5x10 (details unknown) by simple technique, the complaint deltapaq was chosen next. However, the green system ready light did not illuminate when the deltapaq was connected to the complaint cable for the pre-deployment check. The cable was replaced with a new one, but the light still did not illuminate. Thus, the problem with the deltapaq was suspected, and a galaxy was used instead. A deltaplush (details unknown) was then added and successfully detached in the distal aca aneurysm with a replacement cable. The ic-op aneurysm was also successfully embolised with galaxy and deltaplush, and the procedure was completed without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was no low battery light seen during the case. There was no fault light seen during the case. When pressing the power button all lights illuminated. All connections appeared to fit properly without application of excessive force. No visible damage was noted on the products prior to the event. Only the complaint deltapaq will be returned for analysis. No further information is available. Failure analysis discovered coil compression and stretching of the returned product.